Event description:
One touch ultra meter was prompting the "apply sample" and other unknown error messages. Senior medical affairs specialist mailed a letter since the pt could not be reached for further questioning. Pt reported that they had not been able to obtain a reading and they had been feeling dizzy, had itchy-red eyes, blurry vision, had a headache, and had eye pains. When they arrived at the ER they were treated with insulin. No blood glucose readings were provided from the ER visit. The customer service representative walked pt through troubleshooting using the reported lot of test strips and the test did not start. The control solution test performed using a new vial of test strips fell within specifications. The pt did not allege harm. There is insufficient information to suggest that the pt experienced injury or medical intervention due to the meter. However, there is indication that the reported low of test strips malfunctioned and that the event meets the criteria for a medical device reportable.